Manufacturer narrative:
Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A device history record review was performed for the finished device lot number 00002887 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo which had a broken valve. It was reported by the bwi representative that a vizigo sheath was noticed to be visibly damaged during the procedure; the sheath had a broken valve. The caller stated the sheath was not irrigating. The hemostatic white piece of the sheath prolapsed into the clear hub of the catheter. The sheath was damaged while in the body. The caller stated the vizigo sheath was replaced and the procedure continued. There was patient injury. The hemostatic valve did not dislodge outside the hub and the brim cap did not detach from the sheath. No air entered the patient.